Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not lock in the closed position. It was indicated that the display latch hasps were broken. It was also indicated that the analyzer cable connector had a bent connector pin. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would not lock in the closed position. The programmer was returned for service. No patient complications have been reported as a result of this event.